Event description:
During the procedure, the nurse tried to thread the guide wire through an introducer but it would not go. The physician was able to insert the guide wire in the introducer without any problems and placed it down the lad. A bit of left main calcification was observed. The guide wire was proximally in the small branch and the physician was happy with the position but it was too stiff to move at that point. The balloon and stent were placed. When removing the delivery system resistance was felt and with no great force used the guide wire broke. The physician snared the guide wire, but could not get it back so the broken piece (all radio opaque and more) was left in the patient. The surgeon decided to leave the piece of guide wire. The physician then placed a stent (vision) proximally to original stent and on pulling out the guide wire, the physician noticed thread like appearance (strands) of wire. On the following day they thought they might re-stent the wire, but unsuccessful. The patient is fine and remained in the hospital for 4 days, and went home. Patient is on anticoagulants for life.